Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported during the procedure that the rv lead appeared to have coil damage during implantation and the physician removed and replaced the lead with another for implantation. There were no patient complications reported as a result of this issue.

Event description:
It was reported during the procedure that the rv (right ventricular) lead appeared to have coil damage during implantation, and the physician removed and replaced the lead with another for implantation. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor weld failed (overstress); the analyst noted that the observed distortion/broken weld of the exposed defibrillation coil likely resulted from inserting the lead through an introducer with a hemostasis valve; full lead returned and analyzed.